Manufacturer narrative:
Log number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported to that a physician performed a "hysteroscopic resection of fibroids using a myosure [disposable device for uterine tissue removal], then performed a dilation and curettage [d&c]". Sometime after the procedure that pt complained or abdominal pain and had a high fever. On (B)(6) 2013, surgery was performed on this same pt and showed multiple intra-abdominal abscesses and a bowel perforation. It is unk if further treatment was required. We have been unable to obtain additional info surrounding this event.